Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site 07/25/2016. No parts have been received by manufacturer for analysis. On 08/09/2016 a medtronic representative performed an imaging system check-out, mechanical and system inspection areas passed. Imaging modalities test failed. The imaging system sporadically in standalone mode, therefore, no imaging functions working. Umbilical cable with possible bad/broken wire inside. Umbilical cable replaced. System functions tested. Issue resolved. System performed as intended. Medtronic representative advised the site the probable cause of their issue with the standalone mode behavior could have been provoked when they jiggled the umbilical cable at the place where it goes into the mobile view station (mvs) cart. The jiggling created the standalone mode and brought it to normal use, if the standalone mode were "active". No further issues have been reported.

Event description:
A site representative reported that their imaging system umbilical connector is experiencing a bad contact which can intermittently lead to a standalone mode of the image acquisition system (ias). No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of suspect umbilical cable (mvs to o-arm interconnect cable) found. Unable to confirm reported problem "system stays in stand alone. Can be manipulated when wobbling cable where it goes into mvs." Cable passed continuity testing; both the detector and ias cables passed gbit testing. Installed the mvs (mobile viewing station) interface cable in test system; the system readied and functioned as expected. Twod and 3d imaging were successful. Intentionally manipulated the cable and could not reproduce the failure. No problem found.